Event description:
Information was received indicating that when the cadd medication cassette was attached, the pump exhibited a "no disposable" alarm. Per reporter when the cassette was attached to backup pump, the alarm continued. It was reported that a new cassette was able to resolve the alarm. No adverse patient effects were reported.